Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported by legal, approximately 2 years post op the initial left tka, this male patient was revised due to the optetrak device failing.

Manufacturer narrative:
Additional information d8 e3/e4 g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information was not provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.